Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted for off-label use. It was reported the patient recently hit her forehead and the lead is causing the skin to protrude at the location of the paddle. The scs system is functioning as intended and providing effective stimulation. Surgical intervention will be undertaken at a later date to address this issue.